Manufacturer narrative:
H2: a1, b5 and h6.

Event description:
Additional information was received that there was no patient present when the issue was identified.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed the pump displayed occurrences of no disposable and high-pressure alarm messages after the pump was started and a disposable was attached. During functional testing, the reported issue was not duplicated. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and would not run. No adverse effects were reported.